Manufacturer narrative:
No medwatch form was received late due to delay in receiving paperwork.

Event description:
It was reported that externalized conductors between the rv and svc coils were observed via fluoroscopy. All electrical measurements were normal. Patient to be monitored.